Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings break, have to manually get tampon out [foreign body in reproductive tract]. Tampon strings keep breaking off [device breakage]. Case narrative: consumer reported via e-mail that tampon strings keep breaking off. No serious injury reported.